Event description:
Equaline cleaning and disinfecting lens care system. It was given to me by a friend as I was low on lense solution and my friend didn't need it. It looked like a regular lens solution and I read the bottle to make sure it was for the type of lens I wear. I didn't store my lenses in it but rinsed them with it before putting the lenses in my eyes. Turns out this product is actually dangerous in contact with eyes as it contains hydrogen peroxide and should be used with a special case that neutralizes the chemicals. I only discovered that after an internet search. This product looks and acts like a regular saline solution but causes extreme pain when used directly on a contact lense. I was able to pull out the lense before any permanent damage occurred but the pain was excruciating to say the least. My eyes were inflamed for the rest of the day. This product is dangerous. It is not labeled correctly. The special case can easily get separated from the bottle and the fine print on the back is not sufficient to prevent a serious eye injury. Reporter's recommendations: the special case should be part of the bottle. A large warning should be placed on the front of the bottle. The bottle should be a different shape that a regular saline solution or look different enough to avoid confusion. Relevant materials not provided: none. (B)(4).